Manufacturer narrative:
The eval of the returned lens revealed the optic was confirmed to be torn in 2 pieces. One haptic was noted to be bent. Damage of this nature is similar to that caused by improper handling. This report was mailed in to FDA on: 2/12/1998

Event description:
Nurse reports the lens split during insertion damaging the iris and capsular bag. Pt outcome is still unk but pt may need another lens exchange and corneal transplant and may develop cystoid macular edema. Visual acuity prior to event was 20/200. Current va is hand motion at 3 feet.